Event description:
A report was received that the patient was bleeding through the bandage. It was mentioned that the bleeding was not normal. The patient went to emergency room. No other intervention was given.